Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump was caught on the unit and it was pulled off. The issue was found closure of an unspecified procedure. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
Updated fields: d4- UDI, h3 - evaluation summary attached, h4 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed. The device was dropped on the floor and broken. Based on the results of the investigation, the most probable cause of the complaint is failure to follow instructions, which is problems traced to the user not following the manufacturer's instructions. A device history review was completed, and no issues were identified. The event can be prevented by following the instructions for use which state: do not drop the water container or subject it to impacts. The container could become damaged and unusable. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flushing pump was caught on the unit and it was pulled off. The issue was found closure of an unspecified procedure. There was no patient impact, no harm reported due to the event.